Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported during ongoing use, the lead was explanted due to infection. A new right ventricle lead was implanted. No adverse effects were reported.